Event description:
It was reported that the patient had lost relief of symptoms 1-2 months ago. It was reported that the catheter access port (cap) had been aspirated and the patient had received a 100ug bolus. A cap aspiration was performed and was "successful." The lost therapy effect 1-2 months ago. The volumes were accurate at recent refill. The patient was brought into the operating room (or) on (B)(6) 2015 and it was noted that tissue had grown into the inside ring of the pump/catheter connector. The cerebral spinal fluid (csf) backflow from the connector "was not great" but they were able to aspirate. There appeared to be a "cosmetic slice" in the catheter tubing but it was not all the way through. The surgeon did not believe it was done in the or. The manufacture representative believed it to be unrelated to the reported issue. The surgeon then cut the existing pump/catheter connector and replaced with another one successfully. It was noted that the pump/catheter connector was a bit more difficult to remove than usual but they were able to remove it. Csf backflow then flowed freely. Following the connector replacement surgery, another 100ug therapeutic bolus was given and the patient was "completely floppy." The patient's dose was adjusted to 100ug/day and was "doing great." The pump system was delivering lioresal.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter body found damage to transition tube.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.